Event description:
It was reported, an angio-seal was deployed post coronary angiogram, with access via the common femoral artery (cfa). After a pre-insertion angiogram, the nurse deployed the angio-seal under supervision of the saint jude medical representative and another physician; the nurse ws in the angio-seal certification process. The device was deployed as per the instructions for use (IFU) with no immediate complications noted. The patient was later discharged. Six days later, the patient returned to the emergency department of another hospital and complained of a painful, throbbing lump in the groin. A ultrasound revealed a 1.3cm aneurysm ventral to, or towards the bottom of the cfa. The patient was given treatment options and chose surgical repair under general anesthesia. Three days later, the patient was discharged with no further complications reported.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) caution that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device patient's information guide, which the patient is instructed to carry with them for the 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainge, or any other unusual symptoms.